Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that there was enlargement of the infrarenal aortic neck to 30 mm with a 28 mm device in place and the shent graft has migrated 1 cm below the renal arteries. Despite the inability to demonstrate the presence of a type I endoleak with a CT scan or angiography. It is presumed that this is the cause of the patient dramatic increase in the size of the aneurysm from 5.0 cm to 7.4 cm in a short time. The physician requested a talent aortic for treatment of this pt.